Event description:
In 2008, the patient's mother/reporter contacted lifescan (lfs) alleging that the one touch mini lancing device has a broken lancet holder. The following day, the customer care advocate was able to contact the pt to clarify info obtained from the initial call. The pt tests her blood glucose 6 to 7 times per day, before each meal and as needed in between meals. The pt takes novo rapid and lantus insulin. He takes 4u of lantus at bedtime and usually 6u of rapid with each meal. The pt will adjust his rapid insulin, as needed per the lfs meter readings. Three days prior, the patient's one touch mini lancing device allegedly broke. When the patient's lancing device broke, the pt reportedly was not able to test his blood glucose. Allegedly, the pt was guessing what his blood glucose was and taking insulin per how he was feeling. The next day after the reported issue began; the pt was drinking more water and was going to the bathroom more often. The pt claimed that his symptoms of thirst and frequent urination were associated with hyperglycemia. Reportedly, the pt took 3 units of rapid insulin and felt better within 1 hour. The pt did not test on any other device at the time of concern. The pt stated that there have been no changes to his diabetes medication regimen immediately before or after the reported incident. The pt claimed that had he been able to test at the time of concern, he could have seen right away if there was an issue and adjusted his insulin accordingly. He believes that being able to test would have prevented the occurrence of reported symptoms. During troubleshooting, the reported issue was not resolved with training. This complaint is being reported because the pt claimed he had symptoms that can be suggestive of hyperglycemia after he was unable to test his blood glucose with the subject meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.